Manufacturer narrative:
(B)(4).

Event description:
It was later reported that starting 18 months ago the patient had been having issues with his pump and pain in his left side. It was thought he had nerve damage. The patient had pain in his ankle, knee, hip, leg and at the catheter site. He was losing control on his left side and there was a bulge where the pump was along with a lot of scar tissue seen. His pump was wearing through the skin down to a 1/16th of an inch and there was pain at the pump site. The patient could not sleep well and only slept on his back. It was thought the catheter had gone deeper into his spine. The patient had been to the ER three times, had 3 mris and 2 x-rays. The patient had an appointment scheduled with a neurologist for (B)(6). The patient wanted the pump explanted as soon as possible; the pump would be titrated down two more times before taking the pump out. With each titration down the patient went through withdrawal and had to go to the ER. The patient couldn¿t walk all day because the pain got worse; he couldn't wear clothes other than pajama pants because of the pain in his body. The patient¿s hcp (healthcare provider) told the patient that "if the pump was leaking it wouldn't matter". The patient expressed dissatisfaction with his hcp. The patient had requested a dye study but it had not been performed. The patient made comments about potentially harming himself; suicide hotline was offered, but patient stated that he had someone to talk to if needed. The patient was scared to have the pump titrated down and taken out because he might not be given oral medications to help with his pain. The device system was delivering morphine at one time it was delivering duramorph. It was later reported that the patient¿s ¿whole left side was going numb.¿ the patient had called the hcp¿s office several times and left message for an appointment and the hcp did not return his calls. The hcp¿s have gotten ¿mad¿ in the past as the patient had called many times, every 10 minutes. The hcp had not contacted him and the patient has an appointment with a neurologist. The hcp stated the patient could make an appointment any time to turn pump down and find out why the neurological pain was getting worse.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that he was in the emergency room and was having 'really bad problems with his stomach' and could not figure it out. A kidney stone was later found, but the patient still thought that it was possible the pump was leaking. The patient further stated that 'he had been in the hospital' in the emergency room twice". The patient stated that he went to the emergency room 'the first time' because he was having cramps on his left side. CT scans did not indicate anything was wrong. The patient reported having gone home, and he was in bed 'for days and days,' but it felt like he was getting 'a little better.' The patient stated that his pump had been reduced ten percent after his refill on (B)(6) 2013. The patient further stated that the 'objective had been to get the pump out.' The patient reported that his kidney stone was found the second time he went to the ER. At that time he had thought 'that was it; that's got to be the problem, the kidney stones,' but he wanted to be sure the pump was not leaking. The patient stated that 'it hurt all around the pump.' The patient's kidney stone later dropped, but he was told that 'his stomach was into his liver' and his kidneys were fine. The patient was scheduled for a dye study the day after this report. The patient's healthcare provider indicated that they could not take the pump out sooner because 'the threshold of his pain level was probably equalized where the pain pump was installed.' The patient stated that he could not lay on his side and had to lay on his back because 'it was breaking-cutting through his skin;' that he had pain in his back and his back had gotten worse within one month. The medication used within the system was dilaudid. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).